Manufacturer narrative:
The root cause of this event cannot be conclusively determined with the available information. However, this event was most likely impacted by the progression of the patient's underlying pathologies. The device history record (DHR) was not reviewed as the device serial number was not provided.

Event description:
Edwards received notification that this patient with a 33mm carpentier-edwards valve implanted in the mitral position underwent a valve-in-valve (viv) procedure after approx. Sixteen (16) years and nine (9) months of implant duration for unknown reason. A 29mm sapien3 valve was successfully implanted within the edwards surgical device using the transapical approach. The patient was noted as to be doing well and transferred to the ICU after the procedure. Reportedly, pericardial effusion occurred during procedure (thv complaint (B)(4) , cp-(B)(4)). "The implant date is known only as "2004". Therefore, 31dec2004 is being used to calculate the minimum implant duration."

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The subject device is not available for evaluation as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.